Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced kinked cannula on (B)(6) 2024 leading to high blood glucose (27.7mmol/l) and hospitalization. Patient was also tested highly positive for ketones. During hospitalization, patient received intravenous fluids of saline and insulin. Patient also received medicine for nausea, headache and dizziness. Patient was released at the night of (B)(6) 2024. No further information available.